Event description:
Reporter alleged having concerns regarding blood glucose monitoring device back to back results. Reporter stated readings were 509, 90, 443, and 120 mg/dl performed during back to back testing. Reporter indicated having an insulin reaction however did not provide any additional info on the alleged incident. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.